Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Pricked above mouth [mouth injury]. Crust formed over lip from the outside [scab]. Brush came loose while brushing and it was loose in mouth [device breakage] the metal pin where the brush head is set is deformed [device physical property issue]. Consumer called stating the metal pin where the brush head is set was deformed. The brush came loose while he was brushing and it was loose in his mouth. No serious injury was reported.

Manufacturer narrative:
Product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Pricked above mouth [mouth injury]. Crust formed over lip from the outside [scab]. Brush came loose while brushing and it was loose in mouth [device breakage]. The metal pin where the brush head is set is deformed [device physical property issue]. Consumer called stating the metal pin where the brush head is set was deformed. The brush came loose while he was brushing and it was loose in his mouth. No serious injury was reported.